Event description:
It was reported that the patient experienced ineffective stimulation. X-ray imaging confirmed lead migration of all leads. As a result, on (B)(6) 2026 surgical intervention was undertaken wherein the leads were removed and new leads placed to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.